Event description:
It was stated that there was an air leak from drive hose connection. There were no patient adverse events reported due to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device breath variable relief valve, which was determined to be faulty. The spont breath vlv assembly was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device relief valve assembly was replaced, and the device passed all testing.